Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delivery priming anomaly. Customer's blood glucose at the time of the incident was unknown. The customer was assisted with prime rewind troubleshooting. Customer stated that the insulin was squirting out during manual prime process. The issue was resolved by changing the infusion set and the reservoir. The reservoir will be returned for analysis.